Event description:
Constant pain: 2009, problems walking: 2009, squeaking noise: 2009, catching: 2009, popping: 2009, (B)(6) 2009: 2010, hip failed and I fell: 2011. I have continued pain. I have fallen 3 times. I have continuous problems walking. The first implant made a squeaking noise, catching and popping from the beginning. When the hip failed, the hip made a noise and caused me to fall to the ground. I could no longer stand on it. The revision was made and I have been able to walk, but not for long distances and it still "pops" on occasion. Consults with other doctors for length discrepancy 2009. Also for pain in 2010, revision 2011. Consult with podiatrist for prosthetics 2009 to 2010. Physical therapy (B)(6) 2009 to (B)(6) 2009 and (B)(6) 2010 to (B)(6) 2010. Pain medications 2009 to 2011.